Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an insertion tube that was deformed. This issue occurred during service/maintenance. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube deformed, component failure of the outer tube, chipped light guide cover glass, component failure of the distal end cover glass, damaged light guide bundle of distal end, component failure of the lightguide bundle, dented and deformed insertion tube area, component failure of the insertion section, damaged adjustment ring, component failure of the main body. Based on the results of the investigation, it is likely the following led to the most probable cause for the malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.